Event description:
Related manufacturer reference number: 2017865-2021-36523. Related manufacturer reference number: 2017865-2021-36525. It was reported that the patient developed an infection. The implantable cardioverter defibrillator and two leads were explanted. The patient was stable post procedure.